Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. The diameter of the aorta was 19 mm at the distal neck, and 24 mm at the proximal neck (renal artery), with a length of 24 mm, and angulation of 10 degrees. Vessel tortuosity was mild, with no calcification. The iliac arteries had an angulation of greater than 45 degrees. It was reported that the patient presented with increased leg numbness and claudication. The cause was discovered to be contralateral limb compression due to iliac angulation and distal aortic diameter. The physician employed local ballooning and adjunctive stenting with two 10x60 cobalt stents to resolve the issue. No additional clinical sequelae were reported and the patient is stable.